Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and undersensing of decreased signal amplitudes resulting in the smartpass feature to be disabled. Technical services (ts) provided further troubleshooting options to prevent potential inappropriate shocks. This device was electively explanted and expected to be returned for analysis. No adverse patient effects were reported.